Event description:
It was reported that via remote transmission, an alert for eri was received. Premature battery depletion was suspected. The patient had recently undergone a colonoscopy involving electrocautery. The device was explanted and replaced without consequence to the patient.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the reported premature depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.